Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer requested a bolus however, the pump failed to deliver the bolus. Customer's blood glucose was 400 mg/dl. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support educated the customer on labeled insulin usage. Reportedly, the customer declined troubleshooting with tandem technical support and reverted to manual injections for alternate insulin therapy.